Event description:
It was reported that the device had unexpected longevity. At the patient¿s last follow-up visit in (B)(6) 2014 the device indicated two-and-a-half years of longevity remaining. Now at the patient¿s (B)(6) 2014 follow-up visit the device could not be interrogated and there was no magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1688tc competitor lead implanted: 2004-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.